Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure, there was no release of the ligature ring. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on october 16, 2020*** it was reported that the issue occurred during the procedure.

Manufacturer narrative:
Block e1: it was reported that the physician's name is dr. Natalie cavalcanti. Block h6: problem code 2610 captures the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5 (describe event or problem), d4 (lot number and expiration date), h4 (device manufacture date), h10 (additional MFR narrative) block h11: correction: d2 (common device name), h8 (usage of device).

Manufacturer narrative:
The complainant reported two lot numbers 22772042 and 22895854. It is unknown which of the two lot numbers were used during the procedure and neither of the two lot numbers were used to process the complaint. Therefore, the manufacture and expiration date are unknown. It was reported that the physician's name is dr. (B)(6). (B)(4). According to the complainant, both suspected devices have been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure, there was no release of the ligature ring. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.